Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized for a week due to hyperglycemia. The customer¿s blood glucose value was unknown at the time of incidence and current blood glucose level was 159 mg/dl. Customer stated that auto mode was not working. The device will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the hospitalization was happened due to non-diabetic related event. It was reported via phone call that the weight has been changed to (B)(6).